Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump alarmed an unexpected restart alarm. They received a low reservoir alert and a low battery alert. When they put in a new battery, the insulin pump was not recognizing that there was insulin and the settings were gone. The customer¿s blood glucose level was unknown. The unexpected restart alarm was recurring during normal insulin pump use. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery, unexpected restart , unexpected restart alarms and audio/beep, restart/reset anomaly or unexpected restart alarm after change battery noted during testing. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.